Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was feeling short of breath. The patient had been having pacemaker mediated tachycardia (pmt) and sudden brady response episodes. It appeared a threshold test was being performed when approximately three seconds of asystole due to loss of capture (loc) was noted. There were no adverse patient effects reported. The device remains in service.